Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00095 - 3012447612-2018-00100.

Event description:
It was reported that the threads of six closure tops sheared off during installation within surgery. The closure tops were removed and replaced with alternative closure tops. There were no reports of patient impacts associated with this event. This is report three of six for this event.